Manufacturer narrative:
(B)(6). Multiple MDR's were submitted for this event. Please see report(s): 0001825034 - 2018 - 00398. Concomitant: unknown part/lot, jig; 814510090 hfn lag screw 10.5mm x 90mm lot tj1112290c; 211201505 a/r screw drill, lot unknown; 281001100 ball nose guide wire 100cm lot 823210; 211201405 4.3mml distal graduated drill, lot unknown; 814550034 cortical bone scr 5.0mm x 34mm lot m08816twa; 281001175 3.2x444mm thrd guide pin ste lot unknown; 211201202 insertion jig bolt lot: e2fg34; 211201202 insertion jig bolt lot: e28wd4. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported that there was a malfunction of instrumentation, the distal long drill did not line up with the distal hole in the nail which caused the screw to bypass the nail completely and was diverted posterior to the nail. There was no delay in the case nor contributions to the case but the distal screw was left in the patient. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. A single radiographic image was received, with an unknown view. This was reviewed by a medical professional, with the impression, "distal femoral screw is driven into the femoral stem. It appears separate from the nail." This confirms that the screw missed the nail. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.